Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection); unapproved use of device (covering lsa/lcc). Evaluation, conclusions: user error contributed to event (covering lsa/lcc).

Event description:
Additional information was received. It was reported that the patient expired due to aortic dissection on an unknown date.

Event description:
Date added.

Manufacturer narrative:
Inherent risk of procedure (death).

Manufacturer narrative:
.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 1. Proximal neck diameter was 42 mm and distal neck diameter was 32 mm. It was reported that prior to tevar sub-sub, sub- le, cca bypass de-branching was done. After the tevar, embolism of left subclavian artery was done. During the follow up appointment, it was confirmed that there was a type a dissection in ascending aorta. No intervention has been performed, but the patient is being monitored by the physician. The cause of the dissection cannot be verified; however, the physician commented that the entry was found at the proximal end of the talent taa bare spring, so he believed that the talent taa caused the issue. He did not believe that the tapered tip of the delivery system could have caused this issue since no issues were observed during use. No clinical sequelae were reported, and the patient is fine.